Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 748240, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389-28, lot # v069283, implanted: (B)(6) 2008, product type lead; product ID 3387-40, lot # j0436998v, implanted: (B)(6) 2004-, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was moving in the pocket which had started in (B)(6) 2015 with the most recent occurrence in (B)(6) 2015 and the patient had symptoms which was occurring daily. Patient had symptoms of dyskinesia. The patient fell on (B)(6) 2015, it was a bad fall but the patient did not fall on the implant. This was considered a sudden change in therapy/symptoms, had started after the fall and the patient had never had dyskinesia prior to that. The patient had seen their managing healthcare professional after the fall and was told the fall had not done anything to the device and that it was normal for implants to move around in the chest sometimes especially since the patient did not have a lot of fat where the implants were located in the chest. The healthcare professional had prescribed ice and anti-inflammatories. It had worked until (B)(6) 2015. It had resolved and had started again on (B)(6) 2015. The patient could see the implants moving in the chest. Patient had an up coming appointment with their neurologist. The patient's indication for use was parkinson's dual and movement disorders. Follow-up is being conducted to obtain information about what troubleshooting was done, what actions/interventions were taken to resolve, cause of the movement in the pocket and outcome. If additional information is received a supplemental report will be submitted.